Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue happened during a planned/non-emergency treatment procedure. The procedure was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc could not be turned on. The fse identified that the host pc was defective. The fse replaced the host pc, and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.

Event description:
It has been reported to philips that the system does not boot up. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.